Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a reported blood glucose of 401 mg/dl while changing pump supplies and reported receiving an alert believed to be ¿36 ¿ insulin, invalid hall state,¿ after which the user completed a cartridge change and rewind using a contact detach steel infusion set. Symptoms included elevated blood glucose. Outcomes included no medical intervention beyond troubleshooting and education and no hospitalization. Investigation included a review of the event details with user-led troubleshooting. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event was consistent with hyperglycemia of unclear cause, with device alert acknowledgment and successful completion of a supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.